Manufacturer narrative:
Additional information is provided in sections d.9,h.3, h.6 and h.11 the company representative was able to confirm the reported event. To address this issue, the relative screw on the binocular was tightened and there were no parts replaced. There was no information provided, which determines how this loose screw occurred. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation. The root cause of the reported event is attributed to the loose screw on the binocular. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that in an ophthalmic microscope eyepieces cannot stand in maximum pupillary distance. The event occurred before surgery. Procedure type and patient impact are unknown.